Event description:
It was reported, during a total laparoscopic hysterectomy procedure, the tip tissue pad came off the beginning of the front-actuated grip. There was no shedding inside the body. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The device was returned and the evaluation found that the gripping part was closed without gripping the tissue (including after the tissue is cut). As a result, the tissue pad was worn, and some parts came off. As the tissue pad wore out, the non-insulated part came into contact with the tip of the probe. Since the seal and cut output was performed in that state, it indicates that the probe and the tip of the grip were in contact with each other. A scratch (contact mark) was created. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely mechanism causing the reported event might be the following: 1)the grasping section was closed without grasping anything while the output was activated in seal & cut mode. (This includes after tissue resection) this might have caused the tissue pad to wear out and peeled off partially. 2)since the tissue pad was peeled off, the grasping section and the probe came into contact. 3)the seal & cut output was activated while the grasping section was contacting the probe causing an error. Also, this caused the probe to have contact marks. 4)it was determined that the error could no longer be cleared and output was no longer possible. The event can be detected/prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Do not close the gripping part and seal and cut output when nothing is grasped between the grasping part and the probe tip, or when it is not possible to confirm whether the living tissue or blood vessel being grasped has been incised. Due to abnormal heat generation caused by friction between the gripping part and the probe tip, the gripping part and the probe tip may be damaged, deformed, or falling off, and part of the tissue pad may peel off, leading to severe wear. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. When treating living tissues or blood vessels in seal-and-cut mode, make an incision with light tension so that the incision can be seen. Also, when it is cut off, stop the output immediately. Otherwise, abnormal heat generation due to friction between the tissue pad and the probe tip may lead to damage, deformation, or falling off of the gripping part (both the stainless-steel part and the fluoropolymer part) and the probe tip, or a part of the tissue pad may peel off". Olympus will continue to monitor field performance for this device.